Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery reciprocator device handpiece was spoiled and would not saw. It was further reported that halfway through use, the device could not be used. It was not reported if there were any delays in the surgical procedure. It was reported that the device was completed using a narrow saw handpiece device. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device would not run, the motor was damaged, motor found faulty and failed pre-test for check trigger and the electronic control unit function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear.